Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/21/2013 with the following findings: the pump powered on with audible and vibratory sounds. Investigation confirmed in the user settings the bolus reminder was set to on and the reminder sound feature was set to vibrate. During testing, a 10u bolus was performed with the user settings and had a bg reminder set to 2 hours. Two hours after the bolus, the pump gave the appropriate vibrate warning, displaying the correct message on the display screen. No defect was found with the vibrate feature. Unrelated to the complaint, the display screen was found to be discolored. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.